Event description:
This event was reported as valve explanted after 2 yrs. Due to aortic valve disorder, congestive heart failure, enlarged left ventricle, mild aortic valve annulus calcification and small periprosthetic leak. No further information was provided.